Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va081xx, implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that the patient¿s device seemed like it stopped working and they were having a lot of bladder issues. It was noted that the patient had a mesh revision surgery on (B)(6). After the surgery the patient had a fever and was on antibiotics. It was noted that it didn¿t feel right when the patient urinated and their bladder felt ¿heavy¿. These issues started about 3 days prior to the report. It was noted that these were the kind of symptoms that the patient had before implant. It was noted that the patient was getting up 3-4 times a night and not much urine was coming out. The patient was usually able to feel the stimulation all the time. The patient usually had their stimulation on between 0.5 and 0.7v and was usually comfortable at 0.6v. It was noted that depending on the patient¿s position sometimes 0.7 was too high. The patient was on 0.9v at the time of the report and could not f eel the stimulation even though the icon indicated that the stimulation was on. The patient was concerned that maybe during the mesh revision the lead was moved. The patient was redirected to their health care provider.